Event description:
The pt reported that her infusion set tubing has just split in half and is leaking insulin. She stated the split was not at the luer lock connection, but occurred about 4 inches from her headset. The pt said her blood glucose readings is about 514 mg/dl and that she feels very sick and nauseated and drained of all energy. She stated she threw the infusion set away about 2 hours ago when she noticed the tear. She also stated she bolused at about the same time to try to correct her blood glucose levels. She said she will keep testing and adjusting her insulin until she returns to her normal blood glucose range of 85-200 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.